Manufacturer narrative:
Fisher & paykel healthcare is currently conducting a retail level recall on all tab designed connectors for CPAP masks. We are currently awaiting classification of the fisher & paykel healthcare CPAP mask and connectors recall from FDA. All product manufactured since april 2006, features a redesigned connector and is not subject to this recall.

Event description:
Patient awoke with mask connector broken. Plastic tab on connector has broken off the mask.